Event description:
It was reported that this pacemaker recorded high out of range pacing impedance measurements. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.